Event description:
On (B)(6) 2019, the lay user/ patient contacted life scan (lfs) USA alleging that her onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified time on (B)(6) 2019, when she obtained the alleged inaccurately erratic results of ¿399 and 68 mg/dl¿ on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these blood glucose results exceeds lfs¿s criteria for precision. The patient manages her diabetes with oral medication, diet and/ or exercise (she did not provide any more specific information on her diabetes management routine) and she reported that, in response to the alleged product issue, she took no action beyond her usual routine of diabetes management. The patient reported that ¿immediately¿ after the start of the alleged product issue she began to develop the symptom of ¿panicked¿. The patient denied receiving any treatment for this alleged symptom over and above her usual diabetes management routine. The patient claimed that after developing this symptom she visited the emergency room (ER) where her blood glucose was tested on the ¿hospital¿ meter and a result of ¿98 mg/dl¿ was obtained. The patient stated that she did not receive any treatment at the ER other than having her blood glucose tested. During troubleshooting, the csr verified that the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products were not sent to the patient as the patient had obtained replacement products from their pharmacy before calling lfs. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs or symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because based on statistical methodology, the calculated difference of the blood glucose results obtained exceeds lfs¿s criteria for precision.